Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. It was noted that only 8 cm of the proximal end of the microcatheter was returned. Through x-ray imaging, the distal end of a delivery wire and a stent were found stuck inside the microcatheter. Although the cut condition of the microcatheter prevented proper testing for occlusion, the customer complaint is confirmed due to the stuck condition of the stent and the delivery wire. It is suggested that in an attempt to overcome the impeded condition felt the stent was pushed sufficiently to break the delivery wire and disengage the stent from the delivery system remaining inside the microcatheter. According to the risk documentation, the inability to deliver a therapeutic device into the microcatheter is a potential failure mode that can occur due to user technique. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31295080) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint the review is documented below. [Photo review]: the photo included in the complaint shows a broken proximal end of a microcatheter next to an enterprise delivery system. A stent component can be seen deployed in the luer hub of the microcatheter. Due to the distance and blurriness of the photo, no damages are visible except for the broken condition of the microcatheter. A review of manufacturing documentation associated with this lot (31295080) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. The issue reported regarding the microcatheter being occluded cannot be evaluated through a photo, a functional analysis must be performed to determine a root cause. The broken condition of the microcatheter is not considered related to the reported issue as it was not originally reported, and if the device had been received with that condition, it would have rendered the device unusable. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 8582190) was impeded in the proximal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31295080) and could not be further advanced. It was reported that at the same time, the stent was automatically released; the stent body was prematurely separated from the delivery wire. The physician removed both devices from the patient and both devices were replaced to complete the procedure. There was no report of any negative patient impact. A photo of the complaint device was included in the complaint. On 21-nov-2024, additional information was received. The information indicated that the target vessel of the procedure was the anterior cerebral artery. A continuous flush was maintained through the microcatheter. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information also confirmed there was no negative patient impact and no delay in the procedure.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 11-dec-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.